Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was receiving inaccurate readings from sensors. Customer also reported receiving lost sensor alerts. Blood glucose level at the time of the incident was 34 mg/dl, which was treated with food. The insulin pump was not replaced or returned for analysis.